Event description:
It was reported that the pump screen had a gray backlight, rendering it non-functional, and the customer was unable to interact with or read the pump display. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to send a replacement pump, confirmed shipping details, and instructed the customer on returning the faulty device. The customer was advised to use an alternate insulin delivery method and prepare the replacement pump by programming settings and connecting their continuous glucose monitor.